Event description:
It was initially reported on (B)(6) 2011 that the patient experienced poor spasticity relief over the past 3 weeks. A dye study was attempted, but the hcp was unable to withdraw csf. A catheter revision was performed (B)(6) 2011. During surgery, no obvious problems were noted with the existing catheter. A new catheter was implanted. Csf was easily aspirated from the side port once "everything" connected. Following surgery, the pump dose was decreased from 800 to 500 mcg/day. It was later reported the pump contained lioresal "200 mcg/ml." The hcp reported the patient was doing better as of (B)(6) 2011.

Manufacturer narrative:
Catheter model 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, cahteter model 8731sc, serial# (B)(4), implanted: unk, explanted: unk; catheter model 8586, lot# n244676, implanted: (B)(6) 2010, explanted: (B)(6) 2011.